Event description:
Reportedly, a perimount 23mm appeared to have a redundant leaflet when implanted. Confirmed by echo. Valve was removed and replaced with another perimount.

Manufacturer narrative:
Evaluation summary: no inconsistencies detected in the leaflets as they are intact and flexible. No inconsistencies detected in x-ray as the wireform is intact. The valve will be sent to research and development for functional testing. X-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Research and development report is pending. After review of the echo cd returned by the independent consultant, additional information was added to the file. The implant/explant dates were incorrect reported by sales. The correct dates have been confirmed by the cd. Implanted date corrected to (B)(6) 2011, explanted date corrected to (B)(6) 2011. Date user facility became aware of event corrected to (B)(6) 2011.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device not received. Conclusion: device evaluation anticipated but not yet begun. No patient identifier or patient medical information provided. Device history record (DHR) review is in progress. Device return for evaluation anticipated; currently under shipment from europe to (B)(4). Echo requested but not provided.

Manufacturer narrative:
Additional manufacturer narrative: (B)(4) 2012 the research and development report was completed. The summary and conclusions states: this valve was explanted at implant due to central aortic regurgitation due to a "redundant leaflet". Independent evaluation performed by an independent third party consultant of the echocardiography recording found: "after the first pump run, there is mild central aortic regurgitation associated with the aortic bioprosthesis. Based on the available images, the amount and characteristics of the regurgitation are within the limits of what is normally seen with this pericardial bioprosthesis. Available images after the second pump run are not sufficient to exclude the presence of a similar aortic regurgitation jet." Edwards' standardized in vitro testing demonstrates that there is a small hole at the center of coaptation that likely was responsible for the mild eccentric regurgitation observed in vivo. Nevertheless, the 4.7% measured regurgitation is more than two times lower than 10% allowance per (B)(4) for this size valve.